Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime and system sensor and no delivery test. No excessive no delivery alarm noted. Pump received with cracked case at display window corners, reservoir tube, reservoir tube lip, battery tube threads, minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump is cracked and that she has experienced high blood glucose of 488 mg/dl to 547 mg/dl. Customer does not recall any significant events leading to the error. Troubleshooting advised customer to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.